Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. Device passed the displacement test, operating currents, selftest and off no power test. No failed battery alarm. Device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to enter the blood glucose reading. The customer also stated he received a failed battery test alarm and changed the battery. Blood glucose value was 67 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.